Manufacturer narrative:
Potential model numbers include: 5075, 4024, 5024m, 6935, 6935m, 4968, 4193, 4196, 4298, 4798, 4598. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical outcomes of conduction system pacing compared to biventricular pacing in patients with mid-range ejection fraction. Journal of interventional cardiac electrophysiology. 2025. 68:111¿116. Doi: 10.1007/s10840-024-01882-z medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding conduction system pacing (csp) compared to biventricular pacing (bivp) in patients with mid-range ejection fraction. The authors described two patient deaths in the bivp group and one patient death in the csp group; however, the causes of death were unknown. There were patients in both groups who were diagnosed with a suspected infection and all of them underwent an extraction and reimplantation. One patient in the bivp group underwent reimplantation due to twiddler¿s syndrome. One patient who underwent his bundle pacing (hbp) in the csp group was found to have ascites and pleural effusion caused by tricuspid regurgitation suspected to be related to lead interaction. There were heart failure, all-cause, and cardiovascular related hospitalizations. In both groups, there were devices explanted and replaced due to early elective replacement indicator (eri) and leads with rising thresholds. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.